Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was microscopically examined and had wear at a fold in reservoir shell. The reservoir passed the leakage testing. The pump had contamination found within and was not functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump did pass the leakage testing. The first cylinder had wear at a fold in the proximal, middle and distal ends. The first cylinder had a hole with a leak in the proximal end of the cylinder from input tube wear. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The krt was worn to the filament. The second cylinder passed the leakage testing.